Event description:
In 2002 the end-user called medtronic minimed and stated that it had 4 bent cannulas in a row. All from the same box it has been on the pump for 2 years and it has had about 3 bent cannulas in that time. In 02/2003 maersk medical a/s received the complaint and 4 used base parts.